Event description:
It was reported that difficulty removal occurred. A 3.00 x 16mm synergy xd drug-eluting stent was selected for use and was successfully deployed. However, during removal, the stent struggeld to be pulled out. The device was eventually pulled out and the procedure was completed. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 16mm stent delivery system (sds), was returned for analysis. A visual examination found that the stent was detached and not returned as its was deployed inside the patient. The stent od (outer diameter) was unable to be obtained. During manufacturing the max stent profile measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty removal occurred. A 3.00 x 16mm synergy xd drug-eluting stent was selected for use and was successfully deployed. However, during removal, the stent struggled to be pulled out. The device was eventually pulled out and the procedure was completed. There were no patient complications nor injuries reported.